Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during an intraocular lens (iol) implant procedure, after implantation, the surgeon noticed glint upon insertion which looked like tear. The lens was inseted and the doctor was able to rotate it appropriately. There was no issue with the lens but it was reported as same issue with same model lens was noticed in october which resulted in tearing of patient¿s capsule. Additional information has been requested.